Manufacturer narrative:
Only the patient birth year ((B)(6)) is valid as only the birth year was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2022. A solitaire x stent retriever was used in the procedure to retrieve clot in the right middle cerebral artery (mca) m2 segment. The patient's baseline nihss was 17, tici was 0, mrs was 0. It was reported that tici 3 was achieved with the procedure. Post-operatively, subarachnoid hemorrhage (sah) was observed on (B)(6) 2022. The event was not life threatening and did not require additional intervention. The event did not result in patient disability. The patient's hospitalization was not prolonged. The event was noted to be resolved and patient recovered the same day. Assessment of the event determined the event had a causal relationship to the procedure and but was not related to the solitaire. The medtronic study sponsor assessment deemed the event a serious adverse event with causal relationship to the procedure.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported study reassessment of the event confirmed the event was not serious as it did not require additional intervention, did not prolong hospitalization, was not life-threatening, and did not result in patient disability. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.